Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided a video. No obvious defects could be detected from the video. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports that the catheter was inserted on (B)(6) 2019 and on (B)(6) 2019 it was observed that blood was leaking when drawing a solution. It was confirmed that blood was leaking at the bend back point of the extension line during therapy. The device was replaced , and treatment was completed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the catheter was inserted on (B)(6) 2019 and on (B)(6) 2019 it was observed that blood was leaking when drawing a solution. It was confirmed that blood was leaking at the bend back point of the extension line during therapy. The device was replaced , and treatment was completed.